Event description:
I purchased the phillips CPAP machine from (B)(6) which confirms I paid (B)(6) plus supplies. Every time I tried to use the machine I experienced irritated throat, nasal passages and suffered a cold. The machine, sn (B)(4), was recalled because it contained cancer causing irritants. I filed a claim with phillips, conf # (B)(6) wherein phillips rep, (B)(6), confirmed the machine I purchased was recalled. I have called repeatedly and emailed and was advised a supervisor would contact me. I have heard nothing. I do not want a replacement. I do not trust them. I deserve a refund. I need to be able to pursue alternative measures for dealing with apnea. Please help.